Event description:
--

Manufacturer narrative:
At this time the programmer has not been returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon analysis this invstigation will be updated.

Event description:
Boston scientific received information that when attempting to turn on this programmer a burning smell was noted. The programmer would no turn on. The programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this programmer was thoroughly inspected and analyzed. Inspection noted the housing bottom and handle overmolding were cracked. These parts were exchanged. Additionally, the input/output printed circuit board (an internal component) was replaced after a portion of it was noted to be damaged. Subsequently, the programmer operated as expected.